Event description:
The patient was using the pen needle and it went slightly into the skin and bent. Highly concerned about the potential of pen needles to break off.

Event description:
The patient was using the pen needle and it went slightly into the skin and bent. Highly concerned about the potential of pen needles to break off.